Event description:
Per independent repair center statement the unit had low o2 or yellow light. The key failure was the intake filter was missing. Additional malfunctions include the cab filer was also missing.